Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information has been requested and will be provided within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty to both the right and left common iliac artery (cia) and eternal iliac artery (eia), the amiia was re-advanced to the left lesion to perform post dilatation of a deployed luminex (9x60mm/c.r. Bard) stent; however, the balloon ruptured at unknown pressure. However, there was difficulty experienced removing the balloon into the sheath introducer, therefore, the sheath introducer was removed and another sheath introducer was inserted. There was still difficulty experienced when trying to remove the balloon catheter; therefore, the product was surgically removed. The balloon was completely removed from the patient. After removing the product from the patient, another balloon slalom thrill (8x40mm) was used to successfully postdilate. The lesion was approached from the right femoral artery through the new sheath introducer (8fr/brand:unknown). The amiia was initially used to treat the right lesion. The lesion was approached from the left femoral artery to the right lesion over the guidewire (dejavu/asahi intecc) through the sheath introducer (balkin/cook). Then, the same sheath introducer was used to treat the left lesion and pre-dilatation was completed using a balloon (5mm/brand:unknown). After the surgical procedure. A angiography was performed and an intimal dissection and thrombus was found. The vessel was severely calcified, moderately tortuous, and contained 60% stenosis. The male patient (age unknown) is in stable condition. The physician thinks that a stent strut caused balloon rupture. The product will be returned.